Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, cardiac perforation with pericardial effusion and lead displacement was observed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.